Event description:
The customer reported that the system ma control was not functioning correctly and would rise to kilovolts with no milliamperes. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tube was worked on and a replacement part was ordered. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.